Event description:
On (B)(6) 2013, it was reported that the patient's infusion device shut off unexpectedly 10 days ago. The patient does not recall the device displaying any message prior to shutting off to alert her that it would be shutting off. The device would not come back on, so it was not possible to check the history in the device to see if it had displayed a message prior to shutting off. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics. The damages led to the triggering of electronic errors. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.